Event description:
As reported by the patient's attorney, a pinnacle duet pelvic floor repair kit (MFR report # 3005099803-2013-14534) and an advantage fit system (MFR report # 3005099803-2013-14797) were implanted into the patient on (B)(6), 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.